Event description:
It was reported that the pump went into "safe state". An alarm was heard and confirmed by telemetry. Per the reporter, the pt was not doing anything out of the ordinary at the time of the event. The pt did not experience any withdrawal; oral pain medications were supplemented. The pump was updated and was operating properly. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).